Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
(B)(6) 2017 crts (B)(4) (con): information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had to recharge ins once a day from between 50%-25% to full, however this has always been the same. Impedance measurements were obtained and found between about 300-600 ohms except for contact 7 which was found to be more than 10,000 ohms. Therapy impedance is between 50 ohms and 300 ohms. Recharge stats were checked and no issues were found. Based on recharge stats a recharge calculation was performed and resulted in one and a half days between full to empty. Recharge interval appears to be as expected based on recharge calculation. Patient is also only averaging about 5 coupling bars. Reprograming options were discussed with the patient to increase recharge interval. Recharging too often was determined to be unrelated to the high impedance issue and was ruled out as per (B)(4). No patient symptoms were reported. (B)(4).